Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/20/2015 with the following findings: the keypad cover was peeling. All of the keypad buttons were intermittently responsive. The keypad cover was removed and contamination was found under all the keypad button contacts. Unrelated to the initial complaint, the battery cap had stripped threads, and the display screen was dim and discolored.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the down arrow keypad button was over responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.